Event description:
The robot was docked, and instruments inserted it was noticed that the bipolar cautery was not firing. The generator was attempting to fire but there was no effect on the tissue. Bipolar cord was switched to no effect. A different bipolar instrument was then used to no effect. Circulator called the davinci stat help line. Circulator tried the various ways to correct the issue that the tech support representative tried to no effect. Another generator was brought in but the bipolar still would not produce the energy.